Event description:
It was reported by the patient that "my symptoms are quite pronounced when I am up on my feet, but it's a little better when I sit or lay down." It was later reported by the clinic that the symptoms the patient was experiencing were related to the performance of the patient's device, but no specific information about the symptoms was provided. It was also reported that the patient's device had reached end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.